Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the calcified right coronary artery (rca) in long d2. A 20mm x 4.00mm nc quantum apex¿ balloon catheter was advanced to predilate the target lesion. The balloon was initially inflated in the distal of d2 to 16 atmospheres without incident. Upon a second inflation in concentric calcification at 20 atmospheres, the balloon ruptured and tore completely. Upon withdrawal of the device, the proximal part of the balloon was recovered. However, both markers and the distal part of the balloon were missing and remained inside the coronary artery leading to an occlusion of the rca by "inverted parachute effect". Several unsuccessful attempts were made to withdraw the torn balloon. The procedure was completed with the implantation of a stent over the detached balloon to keep it in place.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. There was contrast in the inflation lumen and balloon. The inner shaft was separated at the guidewire exit notch. There was a complete circumferential tear in the balloon material 1cm from the proximal weld. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-02572. It was further reported that during the procedure, the patient received a double bolus of integrilin without sap and was set up on a heparin perfusion. The torn balloon fragment which was positioned in the middle right coronary, obstructed the vessel and blocked blood flow. It was attempted to pass a guide around the balloon in order to position it downstream; however, this was unsuccessful so an attempt was made to perforate the balloon fragment with a 1.2mm balloon. Once the balloon fragment was punctured, flow was restored to the vessel. After several pre dilations, it was decided to crush the balloon fragment against the vessel wall. It was noted that it was not possible to release the calcified plaque in the proximal portion of the lesion despite several dilation attempts with multiple 3mm non-compliant balloons as the balloons were ruptured by the calcification, even after inflation of a 3.5 mm x 10 mm cutting balloon at 12 atmospheres. The vessel remained visually stable at 50% and a 4.0x24mm promus premier stent was then deployed in the lesion at 16atms. An optical coherence tomography (oct) checkup was performed and it showed a "partial wrong affixing" of the stent. It was noted that there were difficulties with stent apposition, some aspects of pre-stenting dissection and there was a presence of a foreign body that was delivered by the stent, which persists about 2mm on the extremity of the balloon fragment which is above the proximal portion of the stent. It was also noted that there was no image of the mobile balloon in the coronary lumen. Post dilation was performed and the final result was satisfactory with timi 3 flow. The patient was monitored in the intensive care unit and it was noted that there was no arrhythmia or hemodynamic complications.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MDR ID 2134265-2015-02572. It was further reported that during the procedure, the patient received a double bolus of integrilin without sap and was set up on a heparin perfusion. The torn balloon fragment which was positioned in the middle right coronary, obstructed the vessel and blocked blood flow. It was attempted to pass a guide around the balloon in order to position it downstream; however, this was unsuccessful so an attempt was made to perforate the balloon fragment with a 1.2mm balloon. Once the balloon fragment was punctured, flow was restored to the vessel. After several pre dilations, it was decided to crush the balloon fragment against the vessel wall. It was noted that it was not possible to release the calcified plaque in the proximal portion of the lesion despite several dilation attempts with multiple 3mm non-compliant balloons as the balloons were ruptured by the calcification, even after inflation of a 3.5 mm x 10 mm cutting balloon at 12 atmospheres. The vessel remained visually stable at 50% and a 4.0x24mm promus premier stent was then deployed in the lesion at 16atms. An optical coherence tomography (oct) checkup was performed and it showed a ¿partial wrong affixing¿ of the stent. It was noted that there were difficulties with stent apposition, some aspects of pre-stenting dissection and there was a presence of a foreign body that was delivered by the stent, which persists about 2mm on the extremity of the balloon fragment which is above the proximal portion of the stent. It was also noted that there was no image of the mobile balloon in the coronary lumen. Post dilation was performed and the final result was satisfactory with timi 3 flow. The patient was monitored in the intensive care unit and it was noted that there was no arrhythmia or hemodynamic complications.